Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During implant, there was difficulty positioning the left ventricular (lv) lead. A different lv lead was used and successfully implanted. The patient was stable following the procedure and there were no adverse consequences.